Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2367 alarm after a system error 2084 alarm. The lot number is unknown therefore a batch review was not performed. The used sample was not returned to baxter for evaluation. Therefore, the complaint cannot be confirmed. From the data within the complaint information, the assignable cause was that this is a cascading alarm. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A caregiver (cg) contacted baxter (B)(4) regarding a system error (se) 2367 that occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the se alarm indicates air entered the set up. Tsr assisted the caregiver to recycle the machine. Tsr informed cg to start over using new supplies. There was no injury or medical intervention reported.